Event description:
It was reported, the patient was in for a pump replacement and the healthcare provider (hcp) discovered that the catheter was ¿broke¿ so they replaced the catheter along with the pump. No symptoms were reported. It was unknown when the catheter broke as it was discovered at the procedure on the date of this report. The drug being delivered via the device system was baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, lot# j10920r43, implanted: 2001 (B)(6); product type catheter. (B)(4).